Event description:
The plates have been in the washing machines several times.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of the DHR for this lot has been requested. The investigation has shown that indeed all returned articles show some discoloration/marks on the surface. Based on the evaluation, and the unknown cause, this complaint is deemed indeterminate from a manufacturing position.

Event description:
It was reported that there were black dots found on the instrument. On the plates there were proximal small black dots, or marks. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information the plates have been in the washing machines several times. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of lcp proximal tibia plates was processed through the normal manufacturing and inspection operations with no scrap, non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. The complaint determined to be invalid based on the DHR review only. No device was returned for dimensional inspection.